Event description:
It was reported that after replacement there was a low impedance reading. The electrode combination of 2 and 3 was 127 ohms. The cause of the short circuit was not determined. The out of range impedance did not affect therapy or the programmed configurations. The patient was doing well and receiving effective therapy. Refer to manufacturing report #3004209178-2013-20846 as the patient had issues prior to replacement. Refer to manufacturing report #3004209178-2014-18089 as the patient had issues during replacement and an ins was not used.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.